Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone that it takes a while for him to unlock his pump. Customer¿s blood glucose was 148 mg/dl at the time of incident. Customer stated that the buttons had delay responses. Customer stated that the buttons were responding. The insulin pump will not be returned for analysis.